Event description:
It was reported that the pt underwent a tlif with bilateral facetectomy using rhbmp-2/acs. Immediately post-op, the pt developed a low grade fever. Work up was negative. Wound, wbc and cultures were all within normal limits. There was no evidence of infection on imaging. The pt was placed on antibiotics, and the fever persisted for two weeks before it broke. Sed rate was 80, and fell to 4 once the fever broke.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.